Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any additional reports against the product lot code. The investigation could not draw any conclusions about the reported event based on the provided information. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised for pain. Revision surgery found the poly insert fractured.

Manufacturer narrative:
The investigation has been reopened due to receiving the lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required in retrieving the device history records for reviewing and searching the complaint database by product lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.